Event description:
Routine intubation performed lasting <15 seconds using 8 mm et tube. When light wand was removed, it was noticed that the bulb at the end of the stylet was missing. Pt's chest was x-rayed and confirmed the presence of the light bulb at the pt's carina. Bulb was extracted using fiberoptic scope and suction. No trauma occurred.